Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus". However, the device was used in an iliac vein. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02282 and 2134265-2018-02284. It was reported that balloon ruptures occurred. The target lesion was located in the iliac vein. Three 16-4/5.8/75 xxl¿ esophageal balloon catheters were advanced for dilatation. However, the balloons ruptured inside a previously paced stent. The devices were completely removed from the patient and the procedure was completed with another of the same device. There were no patient complications and the patient's status was fine.